Event description:
In 2008 the patient reported that his infusion device has never displayed an a2 (battery low) alert. He stated that his infusion device "just stops working" when the battery is depleted. He stated that he is not using rechargeable batteries and he is not using heavy duty batteries. The pt purchased the infusion device on 11/27/07 and he stated the initial battery used in the device lasted for 2-3 week. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.